Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Review of primary operative notes confirms pt underwent a left total knee arthroplasty due to degenerative joint disease. Trial components revealed excellent restoration of alignment, stability, and range of motion from 0 to 120 degrees. Final components were cemented into place using a pressurized technique. Final trial reduction was performed and was again found to be excellent. Review of primary operative notes does not indicate root cause. Post-operative x-ray report dated (B)(6) 2013 indicated components had satisfactory alignment and fixation. There was no evidence of loosening and no evidence of fracture. Report dated (B)(6) 2015 revealed what was likely a small joint effusion. Report dated (B)(6) 2015 indicated there was no evidence of loosening or fracture of components or native bone. A definitive root cause cannot be determined with the information provided. This device is used for treatment. Device history records were reviewed and no deviations or anomalies were found. A product history search revealed no additional complaints against the related part and lot combinations.

Event description:
It is reported that patient is experiencing loosening of the tibial component.